Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the insertion of the central venous catheter through the subclavian vein, the return of the guide is not possible, the catheter is withdrawn and the guide remains within the patient's vascular system, chest x-rays are ordered and a vascular surgery consultation is requested to remove the guide." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "during the insertion of the central venous catheter through the subclavian vein, the return of the guide is not possible, the catheter is withdrawn and the guide remains within the patient's vascular system, chest x-rays are ordered and a vascular surgery consultation is requested to remove the guide." The patient's condition is reported as fine.